Event description:
It was reported that the patient went to the clinic after hearing an alarm. It was found that the superior vena cava (svc) alarm triggered due to a threshold rise of 100 ohms. Reprogramming was completed and the patient was sent home. The patient returned to the clinic after hearing an alarm again. Defibrillation testing was performed and the svc pin was deactivated. The lead remains in use. No patient complications were reported as a result of this event.

Event description:
It was later reported that the patient presented to the hospital after a patient alert was triggered. Rv lead noise was seen and the impedance was measuring high. During the replacement procedure, the helix of the rv lead was able to be retracted, but when the physician attempted to extend the helix, they had 'problems.' The rv lead was capped and replaced.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed that the right ventricular lead integrity alert triggered on (B)(6) 2012. It was noted that the superior vena cava (svc) impedance was out of range/high and oversensing. There were out of tolerance sub-threshold lead impedance alerts that occurred on (B)(6) 2012. Sensing integrity counters were noted since last session, interference/noise, 425 v-sensing integrity counters are recorded beginning the (B)(6) 2012. There was oversensing with 15 non-sustained episodes of <(><<)> 220 ms v-v cycle are recorded on (B)(6) 2012. High resistance/impedance superior vena cava (svc) impedance rises to > 250 ohms the beginning of week ending (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.